Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the patient had the device explanted for an unknown reason. It was stated that it was not due to normal battery depletion and the doctor implanted a device from another vendor. The indications for use were non-malignant pain and post traumatic neuralgia. No patient symptoms reported.